Event description:
A lawsuit alleges the patient received injuries "in 2005. These injuries were sustained as a result of a defective product." Additional information received from the manufacturer's representative reported that at the last device check in the clinic, all the device parameters were okay.

Event description:
A lawsuit alleges the patient received injuries "in 2005. These injuries were sustained as a result of a defective product." Additional information received from the manufacturer's representative reported that at the last device check in the clinic, all the device parameters were okay. It was later alleged by attorney that the patient suffered physical and other injury as a result of the recalled lead and that as a result of the lead, the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish." Review of manufacturer's database verified patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Event description:
A (B) (6) alleges the patient received injuries "on or about (B) (6) 2005. These injuries were sustained as a result of a defective product." Additional information received from the manufacturer's representative reported that at the last device check in the clinic, all the device parameters were okay. It was later alleged by attorney that the patient suffered physical and other injury as a result of the recalled lead and that as a result of the lead, the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish." Review of manufacturer's database verified patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received. Attorney later alleged patient "died as a direct and proximate result of defects" in lead and "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy."

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.